Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was not receiving effective therapy due to lead migration and recharge burden. X-rays confirmed the leads had migrated. In turn, surgical intervention was undertaken during which the leads and ipg were explanted and replaced to address the issue. Therapy was restored post-surgery.